Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device operated with the safety engaged (power broken)- it ran in locked position. It was further observed that the set screw was loose, and the hose was cut in the upper area near the elbow. It was observed that the locking components were damaged. It was further determined that the device failed pretest for hose verification assessment, loctite assessment and safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that the secure release sleeve / lever of a motor or angled attachment was difficult or impossible to move on the motor device. During in-house engineering evaluation, it was determined that the device ran in locked position - power broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.